Event description:
It was reported that a home patient experienced a connection issue between a minicap transfer set and a non-baxter adapter. After being connected, the customer stated that tape was used to make sure that the transfer set did not become disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection, leak testing, clear passage testing, clamp function testing, integrity of seal surface testing, torque testing on sleeve engagement were performed and did not identify any abnormalities that could have contributed to the reported condition. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.